Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The reporter of the event stated the air inlet port of the device was occluded by a piece of vinyl when the issue occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Review of the device's downloaded event log confirmed a ventilator inoperative condition had occurred. The ventilator inoperative condition could not be duplicated. The device pased all testing and was found to operate and alarm as designed. The manufacturer concludes the issue was cause by the occluded air inlet path.